Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that she had been hospitalized for a high blood glucose previously during a no delivery troubleshooting. Customer was hospitalized during the third week of (B)(6) 2014. Customer's blood glucose was over 600 mg/dl. Customer did not have another set with her. Customer was trying to bolus, but she started getting semi-comatose. Customer had diabetic ketoacidosis. Customer was wearing the pump at the time. Customer stated that the cannula was on top of her skin and it never went into her body. Customer also had a hospitalization during the first week of (B)(6) 2014. Customer had septicemia and a urinary tract infection. Customer was admitted into the intensive care unit. Customer was on an insulin drip and antibiotics. Customer got out of her coma and her infection and blood sugars got under control. Customer was in the hospital for 5 days and was released. Customer was taken by the ambulance to the hospital. Customer thought it was the infection that caused the issue.